Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead underwent a system revision procedure due to infection. It was reported the patient was dependent on lv pacing, therefore this lead remained implanted for approximately 8 days until a new cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No additional adverse patient effects were reported.